Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6)that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was noted that the bearings were worn out, the motor tool coupling was worn out, and the handpiece had a defective controller. It was further determined that the device failed pretest for check the triggers and ecu function, check the off/oscillation/on switch mode function, and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.